Event description:
I am (B)(6) yrs old, a married mother of one. In 2010 after I had a miscarriage, I decided to have the essure procedure done. I was told it would be less painful and less invasive than surgical sterilization. While it is sad reading these other women's stories, it is also a relief to know that all of the things going on with me since I had the essure procedure done are not in my head. I had (according to my doctor) a longer than normal recovery period after the procedure. I was in serious pain for over 2 months. I gradually started to feel like myself after that except for the week prior to my period. I have extreme shooting pains that sometimes take my breath away in the week leading up to my period. During menstruation, I have cramps so bad I can barely move. My periods have become so heavy that I sometimes have to wear adult diapers to contain everything, because I soak through a pad in 20 minutes. I have gained an extreme amount of weight, I have pain in my joints, severe headaches and dizziness. I have been told that there is no way it could be connected to the essure coils, but no doctor will actually investigate it. I'm frustrated and scared and in pain. No one told me these things could or would happen before I had the procedure.